Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level, infusion set and sensor issues. Blood glucose level at the time of the incident was 300 to 400 mg/dl and went into diabetic ketoacidosis. Customer stated the infusion set had a bent cannula. Customer declined to troubleshoot for high reading and bent cannula as they have completed it when it was reported the day before. Customer also stated that the sensor was giving inaccurate readings. The sensor was not but the infusion wet will be returned for analysis.